Manufacturer narrative:
(B)(4)

Event description:
It was reported, a motor stall was confirmed in the event logs with no motor stall recovery reported. It was noted motor stall caused by pt being near a magnetic field. At the time of this report, no further details were reported. Additional info was requested and will be provided when available.